Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -18.00/+4.0/104 (sphere/cylinder/axis), into the patients right eye (od) on (B)(6) 2023. The patient had significant corneal edema and marked inflammation. Patient was prescribed high dose of steroids and finishing topical abx. The suture was removed on (B)(6) 2023 without complication. This is the replacement lens for MFR. Report # 2023826-2023-04389. The cause of the event was unknown.

Manufacturer narrative:
A4: unk. A5: unk. A6: unk. B3: unk. D6b: unk . H6: health effect impact code: 4644 - steroids, topical abx h6 - work order search: no similar complaint was reported for units within the same lot. Claim #: (B)(4).